Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture and seroma - late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii; pericapsular fluid.

Event description:
Healthcare professional reported left side "capsular contracture grade ii- iii, pain." And "deep radial folds", "pericapsular fluid is observed via MRI". The device has been explanted.